Event description:
Pt alleges receiving breast implants on 10/26/87 of an unk MFR. Pt also alleges having capsular contracture of right breast in nov. And dec. 1978, lumps in right breast and rupture of right implant in 1990; therefore, pt had removal and replacement of right implant on 2/8/91. Reference mw072615a.